Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the arthroplasty implants without fracture; no evidence of loosening; overall fit and alignment are maintained; bone quality is osteopenic; no evidence of implant malfunction; no evidence of trauma. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502607402 - femur cemented cruciate retaining (cr) standard right size 12 - unknown. 42540200038 - all-poly patella cemented 38 mm diameter - unknown. 42532008302 - tibia cemented 5 degree stemmed right size h - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01112.

Event description:
It was reported the patient underwent knee procedure on an unknown date. Subsequently, the patient was revised due to dissatisfaction of the extension. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.